Event description:
The cannula broke/separated from the hub during procedure. The cannula stayed in the pt and had to be manually removed. Dr. (B) (6) stated that their facility had encountered several failures of this type.

Manufacturer narrative:
The customer notified promex of device failure on (B) (6) 2009, stating the cannula was breaking/separating from the hub on the cbn product. The customer also stated this issue had occurred several times over the past months, but could not recall specific dates. Seven parts were returned from customer (4 parts that failed and 3 that were unused) and were received at promex on (B) (6) 2009, for eval. Upon review of the four parts that failed during procedure, promex suspects that the failure mode was due to excessive impact generated by the specific gun used at the customer's facility. This is also apparent in the way all four devices fractured/failed in the same location of the cannula molded hub. Promex also performed a functional test on two of the unused devices at which each part was "fired" 100 times in the recommended gun for this product line and showed no signs of failure or stress. In review of lot records and complaint database, there were no quality issues reported and we have not received any other complaints from the field for this issue. Promex sent replacement product and also asked to evaluate user's specific gun to complete root cause investigation. As of now, promex has received no feedback on replacement parts and gun eval. Promex will continue to monitor for any future complaints of this nature.